Event description:
User experienced discrepant uric acid results for one patient sample. Initial result gave 0 mg/dl; repeated twice gave 4.9 and 4.8 mg/dl. The original result was not reported. The field service representative determined the cause to be a broken liquid level detection cable, and replaced cable. Performance tests were performed.